Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed several alarms, including low battery, motor error, several no deliveries, and low reservoir. The blood glucose reading at the time of the low battery alarm was 195 mg/dl. The customer stated that she received the motor error alarm when she changed her reservoir, and the insulin pump was unable to prime. She stated that the device sounded as though it was sticking. She declined troubleshooting for the alarms because she stated that her doctor was calling. She noted that she had had high blood glucose levels in the morning, resulting in visits to her doctor to change the basal rate settings. The high blood glucose readings were over 200 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.